Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device failed to provide an alert message that the cartridge is empty, resulting in elevated blood glucose levels of 400 mg/dl and vomiting.